Event description:
It was reported that one week after implant the right ventricular lead lost capture and had an out of range high impedance. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead was returned and analyzed. Blood/body fluid on proximal conductor(not obstructed). Outer insulation breached cut. Apparent explant damage.